Manufacturer narrative:
Investigation summary: bd had not received samples, but one photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Retention samples were not available for inspection because expiry date of the lot number was march 2022. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 10 times . The following information was provided by the initial reporter. The customer stated: "the tubes should draw 10 ml of blood but the complaint tubes drew only 5 ml."